Manufacturer narrative:
Event date: (B)(6) 2018. The customer reported that the insulin pump had a keypad anomaly. The central button doesn't always respond to commands. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a keypad overlay texture damage, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the keypad voltage test, displacement test and self test. All buttons functioning properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The insulin pump was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump's buttons are all functioning properly. No keypad anomaly noted during the testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the central button doesn't always respond. The insulin pump will be returned for analysis.